Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm and screen was stuck. Troubleshooting was done for insulin pump error alarm and frozen display. Customer was unable to clear the alarm. Customer also mentioned that the insulin pump's screen got stuck on the insulin pump error alarm. Customer reported that time clock was not advancing on the insulin pump screen. Customer confirmed that there was no water inside the insulin pump when she looked anywhere on the insulin pump and she changed the battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.